Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified app issue occurred. On approximately on (B)(6) 2025, around 1:00 am, the spouse checked on the patient and noticed he appeared confused and did not recognize her. She immediately called emergency services (emt), who arrived around 1:10 am. Upon arrival, emt checked the patient¿s blood glucose (bg) level, which was 31 mg/dl. They administered treatment to raise his blood sugar, and the spouse also gave him orange juice. The patient was then transported to the emergency room (ER), where he remained for approximately 5-6 hours. The spouse mentioned she was unfamiliar with how to check the app and declined to provide further details about the event, stating she was having difficulty recalling specifics from over a month ago. During the follow-up call on (B)(6) 2025, it was noted that the patient is currently recovering and undergoing therapy for a stroke. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 09/30/2025. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).